Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. It was further determined that the motor power was too low, the control was without function, and the battery coupling and trigger were stiff. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the small battery drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the control unit was not functioning. It was further determined that the motor power was too low, the control was without function, and the battery coupling and trigger were stiff. It was not reported if there any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.